Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of rectal cancer, on intestinal anastomosis, the stapler did not completely fire and cut. Some parts were found to be left in the intestinal cavity after removal. After careful examination, the surgeon took out all the remaining parts and re-reinforced and sutured. Serious consequences: the time of the entire operation was extended for 90 minutes. The incision margin was observed with anoenteroscopy, then entered through the anus and cut with surgical scissors. The patient has recovered and been discharged from hospital.